Event description:
It was reported that the syringe 0.5ml 31ga 8mm ufii experienced hub separation from the device. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 328468; batch no: 9231065. Consumer stated, shields are hard to remove from syringes stated, after pulling hard, needle and hub remained stuck inside shield stated, could not use syringes. 2 syringes affected. Date of event: (B)(6) 2020.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 3 april 2020. Therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9231065. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200843714] noted for cracked hubs. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 0.5ml 31ga 8mm ufii experienced hub separation from the device. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 328468 batch no: 9231065 verbatim: consumer stated, shields are hard to remove from syringes stated, after pulling hard, needle and hub remained stuck inside shield stated, could not use syringes 2 syringes affected date of event:(B)(6)2020.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 4/22/2020. H.6. Investigation: customer returned (16) loose 31gx8mm, 0.5ml bd insulin syringes. Consumer reported shields are hard to remove from syringes; stated, after pulling hard, needle and hub remained stuck inside shield. All (B)(4) returned syringes were examined, and it was observed that two syringes had needle hub/shield assemblies separated from the syringe barrel; no damage to the barrel tips was observed. The remaining (B)(4) syringes were then tested to determine the shield removal force. All (B)(4) tested syringes tested within specification. No evidence of manufacturing defect was observed on these (B)(4) syringes. A review of the device history record was completed for batch# 9231065. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200843714] noted for cracked hubs. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.5ml 31ga 8mm ufii experienced hub separation from the device. Product defect was noted prior to use. The following information was provided by the initial reporter: material no: 328468, batch no: 9231065 . Consumer stated, shields are hard to remove from syringes. Stated, after pulling hard, needle and hub remained stuck inside shield. Stated, could not use syringes. 2 syringes affected. Date of event: (B)(6) 2020.